Event description:
The patient's spouse performed a blood glucose test on patient using the suspect device. Spouse obtained a result of 146 mg/dl and patient had symptoms of hypoglycemia. Spouse called the paramedics. Upon arrival the emergency medical technician's tested patient's blood glucose on their equipment and the level was 38 mg/dl. Patient was then treated with glucose intravenously. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.